Event description:
It was reported that during the insertion of the trek balloon into the guide catheter, difficulty was experienced in advancing the device. After the device was retracted from the patient anatomy, a bend was noted in the shaft of the device. The procedure was concluded with success by using another trek balloon. No adverse patient effects, delays or consequences have been reported. No additional information was provided. Returned device analysis revealed a 1mm tear in the distal edge of the guide wire exit notch.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the resistance and kink was confirmed. Additionally there was a 1mm tear in the distal edge of the guide wire exit notch, likely due to interaction with the guide wire during use. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.